Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 with episodes of inappropriate anti tachycardia pacing (atp) therapy on the implantable cardioverter defibrillator (ICD) due to atrial signals falling into ventricular channel. The transmissions from (B)(6) 2022 showed the device incorrectly declared the associated episodes of supraventricular tachycardia (svt) as ventricular tachycardia (vt). Intervention was performed on the device. The patient was scheduled for continued monitoring. The patient was in stable condition.